Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 01/18/2016. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. The device history record (DHR) has been reviewed and it was verified that device was manufactured in accordance with documented specifications and procedures. The ¿suspected medical device¿ reported in this report is not marketed in USA or approved by the FDA. However, it is being reported as biosense webster considers this as a similar device to smart touch unidirectional approved under p030031/s053. (B)(4).

Event description:
This complaint was initially created for an MDR non-reportable event. During an afib. Procedure, the impedance could not be displayed. The procedure was continued by changing catheter. This complaint is re-assessed to MDR reportable based on fal findings on (B)(6) 2016. Shaft was bent approximately 72 cm from the handle. Internal parts were exposed and visualized. This is MDR reportable as it compromised the integrity of the catheter and posed risks to the patient of potential thrombus. The awareness date of this complaint is reset to 1/18/2016 based on lab findings on (B)(6) 2016.

Manufacturer narrative:
(B)(4). It was reported that during the afib procedure, the impedance could not be displayed. The returned device was visually inspected upon receipt and it was found that shaft was bent and broken leaving internal wires exposed. This condition was not reported in the original complaint. Rupture point looks like might happened while bending and unbending the product. A corrective action was created to address the thermocool smart touch broken shaft issue. During manufacturing all the catheters are inspected for visual damages before packaging. On line inspections are in place to prevent this type of damage/defect from leaving the facility. The catheter was tested for electrical performance, temperature response and stockert compatibility. Catheter failed on electrode #1 during electrical test and had no impedance displayed on the stockert. Further examination revealed that the lead wire # 1 had not electrical continuity at the dome section causing the impedance and electrical failure. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint has been verified. The root cause of the open circuit at the electrode #1 (dome) could not be determinate. A corrective action was created to address the thermocool smart touch broken shaft issue.